Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump implanted to assist a patient with cardiomyopathy who was being assessed and monitored for a potential heart transplant. It was reported that during support there was placement signal unreliable alarm with no waveform or numerics. Intensive care unit team checked for cable kinks and for proper securement in automated impella controller. Provider ordered alarm audio disabled. There was no patient harm. The impella 5.5 was already submitted in a precious report. The investigation team requested on november 19th 2025 that the aic be investigated also.

Manufacturer narrative:
This follow-up MDR is being submitted as a correction to address a duplicate MDR resulting from a clerical error. It has been determined that MDR 1220648-2025-49112 and MDR 1220648-2026-04403 report the same event. MDR 1220648-2025-49112 incorrectly reported the event on an incorrect device due to a clerical error in the documented device serial number, which resulted in duplicate reporting. As the event is appropriately reported under MDR 1220648-2026-04403, the medical device problem code has been updated to a25 (no apparent adverse event) as this report is being closed as a duplicate. MDR 1220648-2026-04403 is the valid report that accurately reflects the reported event.